Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebr1021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse, via ms&s, that the patient has a power PICC and has been receiving antibiotics since insertion. She states the area above the PICC site is swollen. Her last measurement of the area was 34 cm and it has not increased. The patient is not experiencing any pain and no redness is noted. The nurse wanted to know if this is normal. Ms&s informed the nurse that swelling with a PICC is not normal and advised the nurse not to use the PICC and to have the patient see their physician today to rule out a dvt or any other complications.